Manufacturer narrative:
Complaint conclusion: as reported, a vista brite tip 10f-str 80cm guide catheter was inserted and advanced during an optease filter removal procedure. A 15mm non-cordis snare catheter was inserted, and the loop was attempted to cover the filter hook; however, the hook was near the blood wall, and it was difficult to combine the brite tip guide catheter even though the physician tried many times. Therefore, the brite tip guide catheter was replaced with another non-cordis guiding catheter for coronary (8f jr-shaped) and the filter was folded half and it was removed. There was no reported patient injury. An unknown 10f sheath was inserted. An unknown 35 guidewire went to the peripheral side of the filter. The wire was removed after the guide catheter was inserted. The product was stored and handled according to the instructions for use (IFU). There was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The device was prepped per the IFU. There was no difficulty experienced in prepping the device. The product, or any of the other devices used with it, had not been resterilized. There were no anomalies noted prior to inserting into the patient. A contralateral approach was not used. The access site was femoral. The lesion was not calcified. There was no stenosis. The device was used for a chronic total occlusion (total occlusion >3 months). The device did not kink nor bend at any time. The other devices used with the product did not kink nor bend at any time. There were no other anomalies noted when the device was removed from the patient. The device is not expected to be returned for evaluation as it was discarded. The products were not returned for analysis. A review of the device history records revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported difficulty combining the brite tip guide catheter and retrieval difficulty unable to engage hook could not be confirmed without the return of the devices. Without procedural films for review, the reported retrieval difficulty could not be confirmed, and the exact cause could not be determined. It is unknown how long the filter was in situ. Retrieval of the optease vena cava filter is indicated up to 14 days post implant. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Retrieval difficulty is associated with vessel characteristics, length of time in situ and practitioner technique. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a vista brite tip 10f-str 80cm guide catheter was inserted and advanced during an optease filter removal procedure. A 15mm non-cordis snare catheter was inserted, and the loop was attempted to cover the filter hook; however, the hook was near the blood wall, and it was difficult to combine the brite tip guide catheter even though the physician tried many times. Therefore, the brite tip guide catheter was replaced with another non-cordis guiding catheter for coronary (8f jr-shaped) and the filter was folded half and it was removed. There was no reported patient injury. An unknown 10f sheath was inserted. An unknown 35 guidewire went to the peripheral side of the filter. The wire was removed after the guide catheter was inserted. The product was stored and handled according to the instructions for use (IFU). There was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The device was prepped per the IFU. There was no difficulty experienced in prepping the device. The product, or any of the other devices used with it, had not been resterilized. There were no anomalies noted prior to inserting into the patient. A contralateral approach was not used. The access site was femoral. The lesion was not calcified. There was no stenosis. The device was used for a chronic total occlusion (total occlusion >3 months). The device did not kink nor bend at any time. The other devices used with the product did not kink nor bend at any time. There were no other anomalies noted when the device was removed from the patient. The device is not expected to be returned for evaluation as it was discarded.